Event description:
Patient reported anterior knee pain following total knee replacement surgery. Revision surgery is planned.

Manufacturer narrative:
Patient reported anterior knee pain following total knee replacement surgery. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.